Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of lo results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 120-130mg/dl. Verified the strips expire 01/16/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory: lo 09/01/2015 07:00:00 am fasting:yes 127mg/dl, (B)(6) 2015 07:00:00 am, fasting: no. 125mg/dl, (B)(6) 2015 07:00:00 am, fasting: yes. 101mg/dl, (B)(6) 2015 07:00:00 am, fasting: yes. 113mg/dl, (B)(6) 2015 07:00:00 am, fasting: yes. Customers concern: lo (B)(6) 2015 7:00am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 120-130mg/dl. Verified the strips expire 01/16/2018. Customer confirms the strips are stored properly and were first opened in (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: lo (B)(6) 2015 7:00am. No adverse event reported.